Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instances of the reported event. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. Risk management files contain the reported failure mode. No update required. A clinical/medical assessment was performed and determined no further actions are required. As with all adhesive products some irritation can occur during application and removal, particularly on patients with sensitive skin. Smith and nephew will continue to monitor for any adverse trends relating to this product range. No further investigation is required

Manufacturer narrative:
Complaint: case (B)(4).

Event description:
It was reported that healing was performed and a secondary allevyn adh dressing was placed. When removing the dressing three days later, a rash in the form of the dressing was noted. The device was used according to the indications for use. The dressing lasts on patient for three days and presented skin rash. The asepsis of the patient's skin was performed with saline solution 0.9%.the dressing was changed and discarded. A dressing from another medical house was used and the patient improved substantially.